Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated the issue was resolved by explanting and replacing the device due to normal eri.

Event description:
During follow-up, the device was observed to be at elective replacement indicator level. The physician suspected a longevity anomaly. The issue will be resolved by explanting and replacing the device. The patient experienced no adverse health consequences.